Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿no digital visual interference (dvi) port image" was confirmed and found to be due to a printed circuit board failure. The following findings were also noted during device evaluation: scratches on the screen. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high-definition lcd monitor had no image. Upon inspection and evaluation, no digital visual interference (dvi) port image. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to a faulty circuit board. Olympus will continue to monitor field performance for this device.